Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to poor sample condition. One photo sample of a accucath catheter was returned for investigation. The catheter is shown the be attached to an extension tubing. The device housing is not shown in the photo. Use residue is visible within the catheter. A kink is present on the catheter. The presence of a leak could not be confirmed from the photo provided. Based on the photo sample provided, possible contributing factors include material damage from kinking, over-pressurization, and sharp instrument damage. Since the source and presence of a leak could not be confirmed from the photo provided, the complaint is inconclusive due to poor sample condition. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that accucath was placed in right upper arm (basilica vein) and that heparin infiltrated during the night. Nurse removed the line in the morning and observed a kink at the "hub" and one in the middle of the catheter as well.